Event description:
A megadyne cautery tip was being used causing a pt burn at an incision site. This burned area was to be removed in this plastics procedure; mammoplasty; therefore, not adverse outcome post procedure. Date of use: 2007. Diagnosis or reason for use: surgical case. Event abate after use stopped or dose reduced? Yes.